Manufacturer narrative:
The field service representative found the cell rinse water volume was out of adjustment. He adjusted cell rinse water volume and ran all performance checks which passed. Trending was performed on this type of complaint and no other abnormal trend was identified. A query was performed and found no past issues of this nature on any like instruments for the last 12 months at this site.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated the analyzer was leaking onto the floor and the water bath was overflowing. They cleaned up the water and noticed the rinse mechanism was not tightened down properly. The customer replaced the reaction cells and tightened down the rinse mechanism. The customer decided to repeat some patient samples and found discrepant a1c-2 tina-quant hemoglobin a1c gen. 3 results for three patient samples. Patient 1 initial result was 4.2 % and was reported outside the laboratory. The doctor called and questioned the result. The repeat result was 5.1 %. Patient 2 initial result was 4.4 % and was reported outside the laboratory. The doctor called and questioned the result. The repeat result was 5.9 %. Patient 3 initial result was 4.4 % and was reported outside the laboratory. The doctor called and questioned the result. The repeat result was 6.0 %. The repeat results were believed to be correct. The patients were not adversely affected. The reagent lot number was 242789. The expiration date was requested but was not provided. The field service representative adjusted the rinse water discharge volume, repaired a broken vacuum tube for the detergent rinse nozzle, and replaced a nozzle tip. He ran a precision check for hba1c and all performance checks passed.